Event description:
Physician reported tubing leak and erosion at two connector sites. Port and part of tubing were replaced. Device will be returned. Follow up findings: "tubing was identified as having a fracture approximately 20 cm from the band (from x-ray). On laparoscopic inspection the tubing broke with a 8 mm piece separating. Replacement tubing and port was implanted. Break in tubing was not at a connector site".

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional info has been reported to allergan regarding the model number, serial number, pt data, or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."